Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately five years post initial tka, the female patient returned to the clinic complaining of pain. A MRI showed synovitis and x-ray showed asymmetric wear. A revision was performed and the components were secure with no signs of loosening. The knee was washed out and a new 12 mm crc insert was implanted. The knee was stable with good range of motion (rom). Surgeon stated that the original insert was bad with significant damage to articulate surface. Patient last known to be in stable condition. Photo received. The explant has not been released for return.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of the patient¿s pain, which may have been due to prosthesis wear of the tibial insert related to third body wear and/or unreported patient conditions. This cannot be confirmed because no x-rays were provided, and the revised insert was not returned to exactech for evaluation. Additionally, a contributing factor to the wear may have been the result of the insert being packaged in a non-conforming vacuum bag for more than five years. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.